Event description:
It was reported that the implantable neurostimulator (ins) and lead were removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v877361, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product typ lead (B)(4).